Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was on an elevator. There was no reported impact to the customer's blood glucose levels. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, the customer was able to clear the alarm and resume insulin delivery.